Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Pump received with cracked case corner of the belt clip rails near the battery compartment and broken battery tube threads.

Event description:
The customer reported via phone call that crack on piece was missing in battery compartment. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.